Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that the patient reported having a big fall and after her device seems loose and uncomfortable in the pocket. Patient had discomfort/soreness/pinching/ache/pressure. The patient had a device revision on (B)(6) 2022 and the issue was resolved.